Event description:
Customer reported a malfunction alarm on the pump, with no notable events occurring prior to the malfunction. There was no reported impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reappear.